Event description:
A ciba vision sales representative reported that a pt was presented to an eye care practitioner with red eyes, associated with wear of focus night & day lenses. The pt was fit by a different practitioner. Examination revealed a centrally located corneal ucler at 11 o'clock (eye unknown). Event was treated as infectious due to central location close to pupil at 11:00. The ecp could not recall additional details and indicated they would be glad to respond with full details within 48 hours. Several requests have been made to obtain additional info. No further info is available at this time.